Event description:
The customer reported to philips healthcare that there was "pitting on paddles" used with the heartstart mrx. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.